Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the patient line separated from the cartridge. Reportedly, the cartridge had been in use for 4 days. Tandem technical support advised the customer to use cartridges for only up to 3 days to stay within cartridge labeling. A cartridge change was performed to address the issue. Customer's blood glucose level was 182 mg/dl.